Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and motor rate error was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Worm coupling caused the reported problem. Service placed the device in quarantine due to non-OEM top case and battery were found in device.

Event description:
It was reported that a motor rate error was experienced.